Event description:
It was reported that the patient complained of dizziness, shortness of breath on exertion, fatigue and generally unwell. The patient had a recent coronary angiogram. Device interrogation indicated no atrial sensing, no atrial capture and high thresholds. Atrial lead dislodgement was suspected. The atrial lead was repositioned and remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).